Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: additional manufacturer narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the normal process of the surgery, the size large short stem was implanted. The size large humeral shell and 36 +0mm retentive reverse liner were assembled on the back table and handed to the surgeon for implanting. The implant sizes and expiration dates were announced and agreed upon before opening. The surgeon placed the shell\liner assembly on the stem and immediately noticed the lack of contact between the shell¿s morse taper and stem. The surgeon removed the shell\liner assembly and checked for soft tissue interference. Both surfaces were clean and appeared normal. The sizes were once again confirmed and multiple attempts were made to place the shell\liner assembly on the stem, but the shell ¿bottomed out¿ before the taper engaged. There was a brief discussion to determine if the problem could be attributed to the stem or the shell. The surgeon made the decision to leave the stem in place and attempt another shell. A shell with the same part number but different lot was opened and temporarily placed on the stem for testing. The surgeon immediately noticed the feel of the proper engagement. A second liner was opened and assembled with the new shell on the back table. The shell\liner assembly was impacted on the stem and the morse taper held when tested by the surgeon. The entire experience added 12 minutes to the case.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.